Manufacturer narrative:
The pacemaker and the associated atrial lead were returned for analysis. The lead was still attached to the device. As a first step of the pacemaker analysis, the device was properly interrogated and the pacemakers memory content was evaluated revealing no anomalies. The header of the device was visually inspected and analyzed. The atrial sealing plug was found to be damaged. In addition, silicone residuals and cuttings were noted as well as a completely rounded hexagon socket of the set screw, which indicates the presence of strong mechanical forces during the surgery. Further analysis of the header system did not show any peculiarities. In particular, there was no foreign material inside the header bores. All dimensions of the header bores were within the range requested by the standard specifications. Also the spring elements of the pacemaker did not show any deviations. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. There was no indication of a device malfunction. Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. During the mechanical inspection, a stylet intended to be used with this lead could not be properly introduced and advanced within the leads lumen. Subsequent analysis revealed the presence of coagulated blood in the lumen of the lead. These blood residuals were most likely introduced into the lumen of the lead by means of stylets used during the explantation procedure. Further damages, like the cuts into the insulation 6 and 24 cm distal to the is-1 connector pin, most likely occurred during the explantation procedure. Further analysis of the lead did not reveal any irregularity that might have contributed to the reported dislodgement. The manufacturing processes for both devices were re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the pacemaker and the lead are fully functional. The analysis did not show any deviations from the technical specifications. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
It was reported that this lead was explanted and replaced due to dislodgement and a mechanical issue with the set screw.